Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term outcomes following transcatheter closure of small perimembranous ventricular septal defects

Event description:
The article, "long-term outcomes following transcatheter closure of small perimembranous ventricular septal defects", was reviewed. The article presented a retrospective, multicenter study to evaluate the long-term outcomes of transcatheter closure of perimembranous ventricular septal defects (pmvsds) at two major congenital heart disease centers in thailand. Devices included in the study were nit-occlud le vsd coil, amplatzer duct occluder I, amplatzer duct occluder ii, cocoon duct occlude, lifetech vsd occluder, cocoon vsd occluder-membranous, cocoon vsd occluder-muscular, cera pda occlude, lifetech multifunctional occlude, lifetech vsd occluder-muscular, occlutech duct occlude. The article concluded that transcatheter closure of small pmvsds is a valuable option for select patients using various devices. Nit-occlud lê vsd coil showed higher residual shunt rates. New-onset aortic regurgitation (nar) and new-onset tricuspid regurgitation (ntr) are rare but require close monitoring, as improvement is expected over time. [The primary author was worakan promphan, department of medical services, pediatric heart center, queen sirikit national institute of child health, ministry of public health, mueang nonthaburi, thailand. The corresponding author was kanjarut wongwaitaweewong, department of pediatrics, faculty of medicine, prince of songkla university, songkhla, thailand, with corresponding email: jahkanjarut@gmail.com] the time frame of the study was from 2009 to 2016. A total of 157 patients were included in the study, of which 56 (35.8%) received an abbott device. The average age was 7.4 years, the average weight was 23.0 kg, and the majority gender was male. Comorbidities included abnormal heart murmur, heart block, arrhythmia, ventricular septal defect, tricuspid/aortic regurgitation, aortic valve prolapse.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including abnormal heart murmur, heart block, arrhythmia, ventricular septal defect, tricuspid/aortic regurgitation, aortic valve prolapse. Complications reported included heart block, hematuria (renal failure), premature ventricular contraction (arrhythmia), atrial flutter, residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: long-term outcomes following transcatheter closure of small perimembranous ventricular septal defects.

Event description:
N/a.